Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in two pieces with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or features of the heart.

Manufacturer narrative:
Correction: section d10. Concomitant medical products and therapy dates should have filled with "assurity MRI pacemaker umri" and the date "(B)(6)". Correction: section d10. Concomitant medical products and therapy dates should have filled with "ultipace lead umri" and the date "(B)(6)".

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a right atrial lead that exhibited noise. The lead was explanted and replaced. The patient was in a stable condition.